Event description:
New information received notes that the right ventricular lead continued to exhibit high pacing impedance and also displayed high capture thresholds. The physician elected to continue to monitor.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the right ventricular lead exhibited high pacing impedance. A lead revision procedure was discussed but not scheduled. The patient was in stable condition.